Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This report is related to MDR # 1820334-2016-01054 originally sent on 14sep2016, and was created to capture a second event. Mackram f. Eleid, md., et al: percutaneous transvenous transseptal transcatheter valve implantation in failed bioprosthetic mitral valves, ring annuloplasty, and severe mitral annular calcification jacc: cardiovascular interventions 2016; 9:11, 1161-1174. The above referenced journal article alleged that a patient's successful mitral valve replacement procedure was complicated by an incidentally noted lv apical pseudoaneurysm discovered on transthoracic echocardiogram the next day, likely caused by the lv lunderquist anchor wire. The pseudoaneurysm was successfully treated with percutaneous closure using a 14 mm amplatzer vascular plug ii device 1 day after the valve-in-valve procedure. In a previous report a total of 33 patients underwent percutaneous transseptal implantation of a valve within a dysfunctional mitral bioprosthetic valve (mode of failure regurgitation in 20, stenosis in 11, combined in 2). Of these procedures, 31 (94%) were successful, whereas 2 (6%) died (medwatch 1820334-2016-01054) during valve deployment of lv apical perforation due to ire/catheter nose cone injury. The patient's outcome was unknown as it was not reported.